Event description:
The patient stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated she is not inverting her device when she removes her cartridge and that a little insulin spilled inside the cartridge compartment. During troubleshooting with a co rep, the plunger was detached from the piston rod. The pt was instructed to clean out the cartridge compartment with a cotton swab. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.